Event description:
Healthcare provider reports: pt's death alleged to be associated with use of protime system. In 2009, protime system inr result 2.2 and no treatment given or withheld. Later that night, pt reportedly fell and hit head in bathroom; expired later from cerebral hemorrhage. Unspecified lab system inr result 4.08 thirteen hours later. Pt therapeutic range reported as 2.2. Nine days later, protime system inr results reported accurate on another pt.

Manufacturer narrative:
MFR awaiting product return for evaluation.